Event description:
Ventilator stopped functioning during case. Pt was hand ventilated by anesthesiologist. Switched to a replacement machine. Pt maintained good color and o2 sats during transfer & throughout procedure.